Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge was leaking insulin at the cartridge patient line. No impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.

Manufacturer narrative:
Remove codes (B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.